Event description:
Patient was revised to address pain and high cobalt levels. 03/12/2013 - litigation alleged the asr hip was explanted due to pain, significant synovitis and other injuries relating to elevated metal ions in her blood. 02/27/2013 - patient's revision operative records were received. Records indicate the patient was revised to address metal wear debris. Upon revision a yellow/brown/grey fluid was found, there was burnishing on the weighbearing portion of the articulating devices, and there was corrosion found around the morse taper.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.